Manufacturer narrative:
No medical records have been made available to the manufacturer; however, medical photos have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the patient was diagnosed with cellulitis around the port and was prescribed antibiotics for ten days. It was further alleged that skin discoloration was seen of the palpation bumps post antibiotic treatment. The port has been cleared for use by the physician. The patient status is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: although the sample was not returned for evaluation, two electronic photo was provided for review. The investigation is confirmed for cellulitis, as the photo review and the patient being diagnosed with cellulitis by a physician could confirm the reported issue. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Possible contributing factors include patient condition, patient sensitivity, and excessive pressure labeling review: a review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that the patient was diagnosed with cellulitis around the port and was prescribed antibiotics for ten days. It was further alleged that skin discoloration was seen of the palpation bumps post antibiotic treatment. The port has been cleared for use by the physician. The patient status is unknown.